Event description:
The customer reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that the up button is not working. Customer does not recall any significant events leading to the keypad issues. The customer was advised that the devised would be replaced and return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. The keypad connector and keypad traces were inspected and no anomalies noted. The insulin pump has minor scratches on lcd window, cracked belt clip slot and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.